Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with oversensing of noise leading to pacing inhibition with asystole of less than two seconds. An x-ray was taken and showed a lead fracture. It was believed the fracture was located in the clavicular region. The x-ray also showed pinching at the subclavian access point with noted stress on the right atrial (ra) lead conductor. It was noted that there had been no clinical observations on the ra lead prior to the x-ray. A revision procedure was performed where the ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported.